Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant and then one day post implant the patient's right ventricular (rv) lead showed signs of diminished sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.